Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with anterior and posterior repair and intraperitoneal colpopexy via high uterosacral ligament suspension due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent sling revision and cystoscopy on (B)(6) 2011 due to bladder spasms and a feeling of incomplete bladder emptying. It was reported that the patient underwent mesh revision on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.